Manufacturer narrative:
The device reference in this report has been returned to olympus for evaluation. The investigation found that the teflon pad was burned and was partially detached. In addition, the distal tip of the probe was also burned.

Event description:
It was reported that the device was returned for repair with the teflon jaw partially detached. There was no report of patient injury. No additional information was provided.